Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after a diagnostic procedure. Reportedly, after the knot was tightened and the suture tails were being pulled to cut the suture at the knot, the whole suture came out of the anatomy. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the suture will be returned for analysis. It has not yet been received. The lot number was not provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history could not be conducted and a query of the complaint database could not be performed as the lot number was not provided and the device was not returned. There is no indication of a product quality deficiency.